Manufacturer narrative:
A supplemental MDR is being submitted due to additional provided. The following sections of this report have been updated: b.4, d.4, g.3, g.6, h.2 and h4.

Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Investigation results suggest/indicate patient's disease state may have caused or contributed to this event however a definitive root cause could not be determined. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by a field clinical specialist, approximately 6 years post tavr with a 29mm sapien 3 valve, the valve failed due to aortic stenosis and a gradient of 60mmhg. As a result a new valve was implanted in a valve in valve procedure. Per medical record review, this patient had a tte performed approximately 5 years and 10 months post implant. Results of the exam noted severe bioprosthetic aortic valve stenosis; no aortic valve regurgitation was observed. The aortic valve area was 0.61cm2, with a peak gradient of 70.90mmhg and a mean gradient of 46mmhg. Approximately 6 years post implant a heart CT scan performed and showed evidence of degenerative process valve disease with calcification and leaflet thickening. The svg to the rca was noted to be patent. The indication for the exams was chest pain on exertion.